Manufacturer narrative:
Corrected date: (date received by the manufacturer) the manufacturer was notified about the event on (B)(4) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device with single use instrument. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia* 60mm articulating vascular/medium reload. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, sta ples may not form properly, and tissue may not be fully transected. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic thoracic lobectomy. While preparing to cut the lobes of the lung, the stapler had a poor staple formation. The jaws of the device locked onto the tissue. The stitch on anastomosis could not be cut, which resulted into lung surgery, cutting into lobes. The incision was extended more than 1 inch. There was unanticipated tissue loss. They changed the device complete the case. The patient was alive.